Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported a patient with port two (2) connector pins have a slight bend preventing proper connection. There was no reported patient injury related to this event. Controller was returned to manufacture for visual and functional examination. Upon visual examination it was determined that connector pins were bent. The root cause for the 'poor mechanical connection' event was found to be a damaged pin on port two (2) connector most likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. .

Event description:
It was reported that the patient's controller connector pins were leaning over and was causing a poor power connection. The facility performed a controller exchange, removed the controller from service and provided the patient with a replacement. The facility returned the device to the manufacturer for evaluation. There was no reported patient injury as a result of this event.